Event description:
It was reported that a user experienced repeated dexcom g7 continuous glucose monitor (cgm) pairing failures and cgm signal loss between the sensor and the ilet pump, requiring multiple re-pairing attempts and an ilet restart before glucose readings resumed, consistent with an intermittent communication failure associated with the antenna/electrical interface. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices with intermittent communication failure, with involvement of the electrical and magnetic subsystem and antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.